Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds of 3.5v about six weeks post-implant. During a procedure to revise the right ventricular (rv) lead, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of explant-induced damage. Setscrew marks were noted on the terminal pin, indicating the lead was fully inserted into the device header. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high capture thresholds that were observed while the lead was implanted.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds of 3.5v about six weeks post-implant. During a procedure to revise the right ventricular (rv) lead, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.